Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that both of the patient's leads had migrated resulting in ineffective stimulation. As such, surgical intervention was undertaken and the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of the event is estimated.